Event description:
It was reported that following stimulator and extension replacement (reference MFR report# 9614453200900649) the patient developed an infection. The whole system was removed. No patient outcome was reported.